Manufacturer narrative:
(B)(4). Device evaluation: one used radial artery catheterization device was returned. Twelve sealed (B)(4) reference kits were also returned. The catheter/needle assembly was attached to the guide wire assembly. The guide wire handle was in the advanced position and the catheter body was separated with the distal section "bunched up" at the needle tip. Microscopic inspection found the catheter body to be separated approximately 3 mm below the hub. The tip of the needle had punctured the distal section of the catheter and was protruding through the catheter wall. Both ends of the separated catheter were uneven which is consistent with a puncture by needle. Additionally, the guide wire was unraveled with the core wire separated 15 mm from the weld. Because of the damage, no dimensional measurements could be made on the catheter. Based on the appearance of the catheter tip, no pieces appear to be missing. Other remarks: three of the sealed (B)(4) kits were opened and the components functionally tested. The catheter/needle assembly was attached to the guide wire tube. The guide wire was advanced through the needle and the catheter advanced off the needle. No difficulties or resistance was encountered. The instructions for use describe a suggested procedure for inserting the catheter. The instructions direct the user to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion. The instructions caution "do not reinsert needle into catheter to minimize risk of catheter damage." A catheter puncture could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. A device history record review was performed and did not reveal any manufacturing related issues. Based on the sample evaluation and the information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the arterial catheter broke off in the patient after attempting to place the same catheter twice and meeting resistance. The critical care physician in the ICU where this took place was able to retrieve all of the catheter without any invasive procedure. No cut-down was needed to remove the piece from the patient as no procedure was necessary. There was no harm done to the patient.